Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to resolve the issue by reinserting the needle into the cartridge. In addition, it was reported that the customer experienced a low blood glucose level, value was not provided. Customer declined to further troubleshoot with tandem technical support.